Event description:
It was reported that during a ptca/stent procedure, the stent dislodged from the balloon. The stent was removed. No additional info was provided. Attempts to obtain additional info have been unsuccessful.